Event description:
In 2009, the pt reported that about 1 month ago she had an infection at her infusion site after wearing her insulin infusion headset for 4 days. She stated the infection made her sick and her doctor put her on antibiotics. She now changes her headset every 3 days and she continues to have mild infections and is still taking antibiotics. She stated she has many allergies and very sensitive skin. Her doctor has suggested she try a different type of infusion set. She said she only uses alcohol prior to inserting the headset with an insertion device. She only uses her abdomen as her site. She said, she is not sure if the infection is from the infusion set adhesive or cannula. Site selection and rotation were discussed with the pt and it was suggested she try tegaderm. Complimentary infusion sets, tegaderm, and a guide to infusion site mgmt were sent to the pt. The pt discarded the infusion sets at issue. Further attempts to f/u with the pt were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.